Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of therapeutic effect and the patient had been experiencing ¿leaking¿ in the ¿past couple of weeks¿ prior to report. The patient had been wetting themselves again and they spoke to a manufacturer representative and they told the patient to change the program. The programs were changed on (B)(6) 2014 and the patient wanted to change programs again on (B)(6) 2014. The patient was able to change programs and increased settings. This did not work so the patient tried contacting them again by voicemail and email and they never heard back. It was further reported that the patient went to see their health care provider (hcp) for lab work and a physical and their hcp told the patient that they had a urinary tract infection (uti) and this was about 2 weeks ago. The patient¿s hcp put them on cipro for a week and the patient wanted to know if this was related to their device. The patient¿s managing hcp for their implantable neurostimulator (ins) was not aware of this yet. As of yesterday the patient wet themselves 2 to 3 times but hadn¿t wet themselves at all today. The patient thought they might be doing better. The patient still had concerns regarding their device or therapy but had not sought further help. The patient called patient services for help and had to keep changing the program. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient never had therapeutic effect. They had intermittent symptom relief. The patient had tried all of their programs and wanted to be reprogrammed. The patient had good results with the trial, but leaked with the implant. They sometimes used four pads a day. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received via the consumer reported she had met with a representative in 2015 who told her one of her "wires was dislodged" and asked if she had any falls. He had told her "it wasn't working." It was tried to clarify if the patient meant one of the electrodes on the lead was damaged and the caller indicated "maybe" as she was not aware of all the terms.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va0ebwt, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient was wetting themselves again. The issue started two weeks prior to call. Stimulation was confirmed to be on and at 1.6 v on program two. The patient could feel stimulation, but could not change the program. The patient saw the synch screen. While on the call, the patient switched to program three at 0.7 v. The patient could feel rectal stimulation. Increasing stimulation to 0.8 v was uncomfortable.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0ebwt, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was later reported that in (B)(6) 2015 the patient had gone in to see her healthcare professional and was told by the manufacturing representative that the lead was broken. The patient was reprogrammed but it had not helped, the patient was on program 1 at 1.25 and the patient increased to 1.45. The leakage and return of symptoms had gradually gotten worse especially within the last week prior to (B)(6) 2015. It was worse if the patient had been up on her feet for a while. The patient had never been leakage free but was at (B)(4) or greater symptom reduction. The patient had never fallen or had any accidents or traumas. It was discovered that the patient was using the stimulation off button on the patient programmer and not the programmer off button which may be contributing to her lack of symptom control issues. The patient was educated on theory and use of programmer buttons. The patient&#62688;indication for use was urinary dysfunction and gastrointestinal.

Event description:
It was reported the patient a loss of therapeutic effect. The patient wet themselves and could not feel stimulation. While on the call, the patient increased from 0.6 v to 0.8 v and felt stimulation.